Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose exceeded 500 mg/dl. Elevated blood glucose was addressed with a bolus from the pump. Customer reported using fiasp insulin, using pump supplies for greater than 3 days, and removing air from cartridge with the syringe before filling the syringe with insulin. Customer was instructed to change pump supplies every 2-3 days, was educated on the proper air removal process, and was informed that fiasp is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.